Event description:
During surgery, the surgeon angled the glide while retracting the pt's tissues/muscles. This caused the end prong to break off and it flew into the surgical site. An extra glide was used to complete the surgery, adding additional surgery time.

Manufacturer narrative:
Device history record and dimensional analysis of the returned part reviewed. Review of device history records indicate the device was manufactured to specification. The broken end (distal tip) of the device was not returned for evaluation.